Event description:
A 24 mm diameter x 16.5 cm length aneurx bifurcated stent graft system and its components were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was claimed that the stent graft was defective. Company has been unable to obtain any further information. The device was not returned for analysis.